Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "broken device". Later healthcare professional reported "severe capsular contracture baker grade IV". Capsulectomy was performed. This record is for the left side. Device has been explanted and replaced with a non-abbvie device. Device was discarded.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture". This record is for an unknown side. Device status is unknown.